Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a change sensor/bad sensor, sensor updating/sg not available, and no communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Cust received a change sensor alert. The transmitter failed the procedure. The customer requested to run a tester procedure for the transmitter. Led light blinked when the transmitter was connected to the tester but the transmitter did not communicate after running the tester procedure twice. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned.